Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 806:10 was confirmed and reproduced during product evaluation. The assignable cause was a defective pump head module. The pump head module was replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The customer reported a colleague infusion pump experiencing failure code 806:10. Upon review of the pump's event history by baxter personnel, the failure code 806:10 was found to have interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Upon review of the device event history, the failure code 806:10 was found to have interrupted delivery on (B)(6) 2011.